Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving hydromorphone 10 mg/ml; 5.6 mg/day via an implantable pump. Indication for use was spinal pain. It was reported the pump was empty because the patient missed the refill date. It was believed that (B)(6) 2018 was the last time since the pump was supposed to be refilled. No symptoms were reported. Per the logs the empty reservoir date was (B)(6) 2018. The pump was replaced with out any issues on (B)(6) 2019 due to the empty reservoir. The patient was recovering. Patient weight was (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump will not be returned for analysis.